Event description:
The customer stated that he was receiving blood glucose readings of 7.3 and 8.3. The customer was able to reset the meter back to mg/dl with assistance. The customer did adjust his medication, but did not allege any adverse events. The meter is to be returned fro evaluation, and a replacement meter is to be sent.